Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during injection tubing separates from the adaptor and blood leaks with a bd angiocath¿ IV catheter. This occurred on 4 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: angio 18g catheter wrapper changed. We report that the catheter and bd 3 way connection is disconnected during power injection and blood leak or contrast agent frequently occurs. The hospital has been using bd angio and bd 3 way for 20 years, and the nurse is also a nurse who has used these two products for over 20 years. There was no problem with the use of the product. Therefore, please check the catheter hub for any changes in the angio product. The lot number of the product before the change (the product without problems in connection with 3way).

Manufacturer narrative:
H.6. Investigation summary: one photo, thirty three representative samples, and six actual samples were received by our quality team for evaluation. All of the samples, both representative and actual, were subjected to visual inspection and leak testing. From the returned samples, it was observed that two of the actual samples had dented adapter inner luer; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. While the luer of the adapter was going through the pick and place area of production, the picker might have jammed which could have caused the inner luer to be dented. Based on the investigation, that could be the root cause of the incident. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that during injection tubing separates from the adaptor and blood leaks with a bd angiocath¿ IV catheter. This occurred on 4 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: angio 18g catheter wrapper changed. We report that the catheter and bd 3 way connection is disconnected during power injection and blood leak or contrast agent frequently occurs. The hospital has been using bd angio and bd 3 way for 20 years, and the nurse is also a nurse who has used these two products for over 20 years. There was no problem with the use of the product. Therefore, please check the catheter hub for any changes in the angio product. The lot number of the product before the change (the product without problems in connection with 3way) .